Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -15.0/3.0/118. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens rotated and was repositioned. The patient experienced glare and halos. The lens was exchanged for a different model and this resolve the problem. Patient last ucva was 20/25.